Event description:
The patient stated that the ok and backlight buttons were not activating desired pump functions when pressed. The patient reportedly does not clean the pump. There was no evidence of misuse of the product.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.